Event description:
It was reported that this pacemaker exhibited premature battery depletion. At the device check one year ago, the remaining longevity was 7.5 years. At the current check it was 2.5 years remaining. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and replacement was recommended for within 60 days. The device remains implanted and in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. At the device check one year ago, the remaining longevity was 7.5 years. At the current check it was 2.5 years remaining. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and replacement was recommended for within 60 days. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.